Event description:
Silicone implant placed in 1969 or 1970. Pt presented with right breast mass. Upon removal, 6/24/97, found ruptured right implant with silicone granuloma and foreign body reactions. Unknown facility where implants placed; no identifying marks found on implant during pathological review.